Event description:
It was reported that a pt, in general poor health and receiving v.a.c. Theraphy for an ankle wound, was hospitalized for a cardiac event about one hour after initiation of therapy. While the pt was hospitalized, the pt allegedly developed a wound infection because the dressing was left in place and unchanged without the v.a.c. Device in operation.